Event description:
Physician conducted an endoscopic sinus surgery on wednesday, (B)(6) and the pt went home after 1-2 hours. After one side of the nose continued to bleed the pt went back to (B)(6) hospital, where a rapid rhino (arthrocare ent nasal catheter posterior epistaxis device) 4.5 cm pack was inserted. Later a 7 cm rapid rhino pack had to be utilized to provide additional pressure. The pt was kept overnight (wednesday) and released on thursday. On (B)(6), the pt continued to have oozing bleeding, so physician brought the pt back in for surgery, located the source of bleeding from the ethmoid site and cauterized. Furthermore, physician applied floseal (baxter hemostatic matrix) and ribbon gauze. Physician had add'l blood analysis done on the pt to confirm there were no blood disorders, and the hematologist reported everything was normal. The following (B)(6), during the pt's f/u, all packing was removed and pt was doing well.